Event description:
The customer observed that following a software upgrade to 3.4.0 on the alinity ci-series system the sample laboratory report printout had the incorrect results printed for a sample ID. The results were correctly sent from the analyzer to the lis and correctly released to the treating physician. The customer performs a double check for patient samples by comparing the printed patient results with the patient results in the lis. The printed reports are archived by the lab. The following examples were provided: two sample reports were printed for sid (B)(6). The first printout contains the correct results for this sid. The second printout contains the header with sid (B)(6), but the results printed are for sid (B)(6). The customer did not have sample reported printed for sid (B)(6). Two sample reports were printed for sid (B)(6). The first printout contains the correct results for this sid. The second printout contains the header with sid (B)(6), but the results printed are for sid (B)(6). The customer did not have sample reported printed for sid (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Additional patient information: (B)(6). All available patient information was included. No additional information was provided. Data and information provided by the customer were reviewed and support the complaint issue. Device history record review did not identify a nonconformance related to the complaint issue; however, a related event report was identified which describes the issue of a sample laboratory report error. Further investigation indicated there was no software requirement failure. A complaint review was conducted and found one additional complaint related to the current complaint issue. A review of the product monitoring review scorecard for alinity system software did not identify any trends. The alinity system operations manual provides adequate labeling regarding the configuration and printing of the sample laboratory report. Based on the investigation, no systemic issue or product deficiency was identified for the alinity ci-series system, (B)(4), or the alinity ci software v3.4.0.

Event description:
The customer observed that following a software upgrade to 3.4.0 on the alinity ci-series system the sample laboratory report printout had the incorrect results printed for a sample ID. The results were correctly sent from the analyzer to the lis and correctly released to the treating physician. The customer performs a double check for patient samples by comparing the printed patient results with the patient results in the lis. The printed reports are archived by the lab. The following examples were provided: two sample reports were printed for sid (B)(6). The first printout contains the correct results for this sid. The second printout contains the header with sid (B)(6), but the results printed are for sid (B)(6). The customer did not have sample reported printed for sid (B)(6). Two sample reports were printed for sid (B)(6). The first printout contains the correct results for this sid. The second printout contains the header with sid (B)(6), but the results printed are for sid (B)(6). The customer did not have sample reported printed for sid (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Additional information in h6, h7, and h10 update: further investigation into this issue found this incident was impacted by an issue identified in alinity ci system software v 3.4.0 or below, where when a printed report is requested from the sample status screen, an incorrect sample ID (sid) is printed on the second and any subsequent pages of a sample laboratory report if all the results for the sid do not fit on one page. The issue has the potential to generate incorrect results. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6), failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed that following a software upgrade to 3.4.0 on the alinity ci-series system the sample laboratory report printout had the incorrect results printed for a sample ID. The results were correctly sent from the analyzer to the lis and correctly released to the treating physician. The customer performs a double check for patient samples by comparing the printed patient results with the patient results in the lis. The printed reports are archived by the lab. The following examples were provided: two sample reports were printed for sid (B)(6). The first printout contains the correct results for this sid. The second printout contains the header with sid (B)(6), but the results printed are for sid (B)(6). The customer did not have sample reported printed for sid (B)(6). Two sample reports were printed for sid 510043213. The first printout contains the correct results for this sid. The second printout contains the header with sid 510043213, but the results printed are for sid 510043214. The customer did not have sample reported printed for sid 510043214. There was no impact to patient management reported.

Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-ccorrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax.